Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The reported gaia next 2 guide wire was returned with the concomitant teleport microcatheter for evaluation. The returned guide wire was inserted in the microcatheter when it was returned and approximately 30mm of its distal part was out of the microcatheter. At approximately 20mm from the wire tip, the coil was unwound and the exposed core was found fractured. The catheter tip was folded inward. Microscopic observation of the core found that the core-composing wires (inner coil wire and core wire) were twisted off. The coil was removed to observe the distal side of the core fracture. The fracture end was located at approximately 1mm from the tip and both core-composing wires were twisted off as seen on the proximal side of the fracture. X-ray observation confirmed that the coil was elongated but remained in one piece. The above findings supported that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the core. The applied stress would accumulate on the guide wire likely when the wire tip was being caught and restricted its movement by the cto. When the accumulated stress exceeded the product design limit, it made the coil unwind and core-composing wires wrench off. Further applied tensile stress generated with removal made the unwound coil draw the catheter tip into the lumen; smaller lumen captured the guide wire and made the unwound coil elongate. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi gaia next 2 guide wire became stuck with a non-asahi teleport microcatheter during a pci to treat a moderately calcified cto in the rca #2-3. The procedure was started with an asahi gaia next 1 guide wire with the microcatheter. When attempts were made to cross the lesion with the subject gaia next 2 guide wire, it became stuck inside the microcatheter so that both devices were removed as a unit. New devices were replaced to resume the procedure, however, failed to cross and the procedure was terminated at that point. There were no adverse patient effects associated with this event. Another pci was planned later.